Event description:
It was reported that the pt had been in and out of the hospital for the past two months due to increased spasticity and mental status changes. Catheter dye studies, CT, and roller studies had all been done and were ok. There were no volume discrepancies noted. A catheter malfunction was suspected. The catheter replacement was planned.